Event description:
Rec'd a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said, they have a lap-band to return to allergan. No add'l info was provided. F/u findings: pfn was sent to allergan with device. Event description states: "band explant due to slippage."

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the rptr. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. Allergan has rec'd the product however, the analysis has not been completed at this time. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The rptr of the complaint was asked to indicate the product serial number. The info has not yet been rec'd by allergan. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."